Event description:
Procedure type: unk. According to the reporter: a small piece of plastic dislodged from shaft of pediport. The plastic will be sent back with product for investigation. The operating time and incision were not extended as a result. No pt injury was reported. Pt status fine.

Manufacturer narrative:
(B)(4).